Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous, 90% stenosed lesion during advancement, causing the reported failure to advance, ultimately contributing to the reported material deformation; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed, 2976 added.

Event description:
Subsequent, to the initial report filed it was confirmed the xience skypoint stent was not fractured, but flared. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. The lesion was pre-dilatated with a 3.0mm unspecified cutting balloon. The 3.5x12mm xience skypoint stent delivery system failed to cross due to anatomy. The stent was removed and noted to be fractured. Additional pre-dilatation was performed and a new xience stent of the same size was successfully delivered across the lesion and deployed. There was no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.